Event description:
The customer reported that following an rf ablation, they noted a reddened area at the needle insertion site. The needle coating was damage. No treatment was provided for the reddened site. Evaluation of the incident needle found gashes in the insulation. The needle failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. Evaluation of the incident electrode found damage to the insulation on one side. The marks may have been caused by the needle contacting a guiding needle. The needle failed hipot testing. The damage to the coating would provide a path for rf energy. The needles are 100% visually inspected during the manufacturing process. Additionally, the needles are hipot tested.